Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited ventricular pacing inhibition and inappropriate shocks associated with ventricular oversensing.